Event description:
It was reported high impedance readings on all combinations using electrodes 14 <(>&<)> 15. Readings of greater than 10,000 ohms were measured. The patient was programmed to use electrodes 8 - 15. The therapy measurements were: c1 377 ohms, c2 1335 ohms. It was reported that the patient did not have a medical problem or issue. If additional information is received, a follow up report will be sent.

Event description:
Additional information showed that, at follow up, the patient was doing well and receiving adequate stimulation coverage.

Manufacturer narrative:
Product ID: 3888-33, lot# v778280, implanted: (B)(6) 2011. Product type: lead, product ID: 3888-33, lot# v778280, implanted: (B)(6). Product type: lead, product ID: 37752, serial# (B)(4). Implanted: explanted: product type: recharger, product ID: 37752, serial# (B)(4). Product type: recharger, product ID: 37743, serial# (B)(4). Product type: programmer, patient product ID (B)(6), serial# (B)(4), implanted: (B)(6) 2011. Product type: extension. (B)(4).